Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during an all-inside acl surgery the distal tip of the device fell inside the joint when the surgeon tried to close the drilling metal part before pulling it out. All parts were retrieved from the patient. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. Upon visual inspection, it was noted cutter tip was broken off, and one of the distal ends of the shaft was broken and twisted. Functional testing was not performed due to the damage to the device. The most likely cause for the reported failure can be attributed to user error due to misaligned insertion and/or improper bone preparation and/or the device coming in contact with another device during use.